Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9e34w. Investigation summary . The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that 2h12lp device was returned with the obturator inserted through the universal seal. In addition, the tyvek was returned along with the instrument. Upon evaluation of the device had difficulties to unlatch the obturator from the universal seal. The obturator was disassembled, the obturator latch was found to be incorrect not allowing to unlatch properly from the universal seal. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an adnexectomy, the inner cylinder did not pull out when the package was opened and the doctor tried to puncture it. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.